Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not recognize battery pack) was confirmed. As received, the charger/modem was unable to recognize a test battery pack. Upon evaluation, the u13 processor was corrupted on the bedside board. The cause of the inability to recognize a battery pack is the corrupted processor. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective component.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was unable to recognize a battery pack.